Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was registering incorrect interactions. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.